Manufacturer narrative:
Investigation pending.

Event description:
Caller is reporting on behalf of nurse. No information available on patient medications or health conditions. Caller alleging discrepant imprecision issues on one patient. Initial inratio reading 7.5 on (B)(6) 2012. Repeat inratio reading 2.8 (B)(6) 2012. Time elapsed between testing unknown.